Manufacturer narrative:
Corrected information has been provided in d4 (expiration date and primary UDI number) and h4 (device manufacture date). Additional information has been provided in b1, b2, b5, h1 and h6. Upon further evaluation, the report type previously selected was determined to be incorrect. Applicable fields have been updated to accurately reflect the appropriate reportable event category.

Event description:
Additional information noted that the patient expired on support. The death is being conservatively reported; however, not related to the purge concerns, due to the fact that support was not interrupted. Based on the available information, the outcome is more likely attributable to the patient¿s underlying clinical presentation with cardiac arrest with CPR and scai stage d.

Manufacturer narrative:
B1: added product problem, this was omitted from the initial report in error.

Manufacturer narrative:
H6: omitted e2343 and added e2403. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of the purge cassette defective alarm was not determined due to insufficient clinical details, no product return, and no data logs returned. The cause of the fluid purge leak was not determined due to insufficient clinical details and no product return.

Manufacturer narrative:
B5 updated with updated clinical narrative. Corrected data: e2403 removed from h6. The investigation is still ongoing.

Event description:
An impella 5.5 was inserted surgically via right axillary/subclavian artery access in a 60-year-old female patient for escalation of therapy in the setting of non-ischemic cardiomyopathy. The patient's comorbidities were cardiac arrest requiring cardiopulmonary resuscitation (CPR) and extracorporeal cardiopulmonary resuscitation (ecpr). The patient's clinical state prior to initiation of support was documented as scai shock stage d. The patient was on veno-arterial ECMO and inotropes/vasopressors with respiratory support prior to impella support. During ongoing support, a leak at the purge disc/purge tubing was reported with a subsequent high-flow alarm. The purge cassette was changed, and the issue was reported as resolved following purge cassette replacement. The 2nd purge cassette was detected and functioned as intended. No additional patient impact was reported at the time of the complaint. The patient remained on support with survival/patient outcome and explant details to be determined. The purge cassette will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Section d catalog number was corrected.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted surgically via right axillary/subclavian artery access in a 60-year-old female patient for escalation of therapy in the setting of non-ischemic cardiomyopathy. The patient¿s comorbidities were cardiac arrest requiring cardiopulmonary resuscitation (CPR) and extracorporeal cardiopulmonary resuscitation (ecpr). The patient¿s clinical state prior to initiation of support was documented as scai shock stage d. The patient was on veno-arterial ECMO and inotropes/vasopressors with respiratory support prior to impella support. During ongoing support, a leak at the purge disc/purge tubing was reported with a subsequent high-flow alarm. The purge cassette was changed, and the issue was reported as resolved following purge cassette replacement. No additional patient impact was reported at the time of the complaint. The patient remained on support with survival/patient outcome and explant details to be determined. The purge cassette will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.